Event description:
The customer reported the system gave an audible alarm, then the monitors turned black. The fse noted the system was shut down and was able to reboot with no further issue. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer canceled the service call.